Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of the regulating slide clamp would not close was not confirmed nor reproduced during product evaluation. Also, the quality engineer was not able to determined the cause of the reported condition. Since no assignable cause was determined during product evaluation, no repair was necessary or performed for the reported condition. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the regulating slide clamp would not close. There was no patient involvement. The event occurred during programming/set-up in the rehab service department. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.